Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-04318. The leads are placed supra-orbital and sub-orbital (off label use). It was reported the patient experiences an uncomfortable tightness and a pulling sensation at the leads. Surgical intervention may be taken to address the issue.